Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that in the fall they were raking leaves and fell, the pump flipped out and they could see it sticking out of their stomach area. Patient stated that the healthcare provider had to flip the pump back over because they kept hitting the back of it during a refill. Patient mentioned that the pump has been working since the fall.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that the patient called back stating they were having issues with connecting the patient therapy manager (ptm) to their pump because their pump was moving around. The patient stated they spoke with their health care provider (hcp) about it before but the hcp did not do anything about it. The agent reviewed considerations and redirected to hcp. The agent reviewed medtronic (mdt) resources available to hcps. The patient stated they had an appointment on monday with the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.